Event description:
Description of event according to the initial reporter: just after the evar procedure, the physician gave the patient kardegic (acetylsalicylic acid lysine) treatment. The physician informed that after the 1st tdm control ((B)(6) 2020) he saw the patient had thrombus in the first proximal part of his right leg zisl-16-59. Additional treatment (eliquis) was prescribed until now. After the control 1 year later, he saw that the left leg zisl also had thrombus. Patient outcome: endograft is in place since (B)(6) 2020. A section of the device did remain inside the patient¿s body. No additional procedure, but reinforced follow up, to see evolution of thrombus.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): unknown. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). This complaint was by mistake reported to FDA. But as we do not have a similar product on the marked this event is not considered reportable in us. Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 25jan2022 in section h10.